Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed.  A manufacturing record evaluation was performed for the finished device with lot number 30376860m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. At the end of the case post-ablation phase, the soundstar catheter was used to check for effusion. The patient had low blood pressure at that time, and cardiac tamponade was confirmed. Pericardiocentesis was performed to drain a total of 1.8 liters of fluid from the pericardial space. The patient was then transferred to the operating room for surgery on which the perforation was sutured, and the appendage was clipped. The patient was awake in recovery after the surgical intervention and stable. Extended hospitalization was required as a result of the adverse event. Physician suspected that the cause of the adverse event was the area of ablation as it was near base of appendage. The patient was found to have an ablation sized perforation in this area. No biosense webster product malfunctions nor error messages were reported. Transseptal puncture was performed with a baylis transseptal sheath and needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 15ml/min. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2mm, 3s, 25% for 3g, 3mm tag. Respiratory adjustment was used as additional filter for the visitag module. Time and tag index were used prospectively as color options.